Manufacturer narrative:
Neither sample nor photo were provided by the customer of the alleged device. The device history record of reported lot numbers 4448980 was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the complaint will be reopened for further investigation.

Event description:
It was reported that the patient experienced a line block alarm, and after delivering multiple insulin boluses, began feeling very unwell. Per reporter, the patient went to the emergency room, where blood glucose measured 632 mg per dl and received two bags of IV fluids along with insulin. The patient remained in the emergency room for approximately 4¿5 hours and was discharged. Per reporter, diabetic ketoacidosis (dka) was not confirmed due to issues with the hospital¿s testing, and while in the emergency room the patient also experienced a cassette empty alarm. The patient alleged experiencing frequent line blocked alarms and stated they often leave the cleo-90 infusion set in place for around five days. Per reporter, the patient uses only abdomen for infusion sites and does not rotate adequately, typically moving only from ¿side to side.¿ the patient mentioned being able to feel bumps on their abdomen and stated they do not use alcohol to clean the insertion area, do not consistently use adhesive, and described moving the cleo-90 around after inserting the cannula and that they do not smooth down the sides of the site and typically applies an over patch.